Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. Customer reported a reading of 90 mg/dl which was lower than a laboratory reading of 260 mg/dl. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned sensor patch and no issues were observed. The sensor plug was found to be seated correctly. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Visual inspection was performed on the plug assembly and no observations were found. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. Customer reported a reading of 90 mg/dl which was lower than a laboratory reading of 260 mg/dl. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.